Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed multiple pump stoppages due to the activation of the motor stop command button. The controller event log file contained 3 hours of data. 21 motor stop command received alarms were captured throughout the log file; low speed and low flow hazards were also captured surrounding the motor stop events. Additionally, following the motor stop commands, pump power was elevated in an effort to reach the fixed speed. The account indicated that the patient underwent aortic valve closure due to aortic regurgitation and reported that the pump stoppages were due to a full clamp of the aorta allowing air to enter the pump. Despite the motor stop commands and associated hazards, the pump appeared to function as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. No further related complaints have been reported at this time. The heartmate ii lvas IFU is currently available. Section 4 entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6).

Event description:
It was reported that the patient underwent aortic valve closure due to aortic regurgitation. When the heartmate ii was restarted to wean from extracorporeal circulation, the device alarmed for pump off and low flow events. The pump power was around 1.5w. The pump stop was due to a full clamp of the aorta, causing air to enter the pump. Once the clamp was opened, the pump started operating. The log file captured the pump running at the desired setting. Speed was set at 6000rpm for most of the file, and was increased to 8200, then to 8800rpm at the end of the data. The file captured pump stop events which were due to the motor stop command being given. Each time the pump started after these events, the power was elevated very high to get the pump back to the 6000rpm set speed. The patient was asymptomatic and remained under normal care.